Event description:
Pain started in (B)(6). Severe abdominal pain, headaches, fatigue, joint pain, insomnia, bad periods, rashes. On (B)(6) 2013 had appendix removed because of severe abdominal pain. It's (B)(6) 2013 and I still have all of these symptoms. I've had CT scans, blood work, ultrasounds, pelvic exams, xrays, and urinalysis.